Event description:
Trifusion placement (B)(6) 2009, returned for malfunction (B)(6) 2010. A (B)(6) male with cystic fibrosis. Patient with recent air embolism during pheresis, raising suspicion for possible catheter malfunction. Request is made for removal of the right internal jugular trifusion catheter.